Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited some slight right atrial (ra) lead undersensing. Technical services (ts) discussed programming with the physician. The patient had cardiac contractility modulation (ccm) therapy, which when turned off, the ra sensing was found to be normal. Ts discussed options for when ccm is turned on. This ICD remains in service. No adverse patient effects were reported.